Manufacturer narrative:
The device was returned and the evaluation found foreign material was attached on the bending section cover and foreign material was attached on distal end. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle has foreign objects and the up/down and right/ left knob has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material adhered to the nozzle, bending section cover and distal end could not be determined since whether there was deviation from instructions for use in the reprocessing steps for the area where the foreign material remained is unknown, and no physical damage was confirmed at the area where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.